Manufacturer narrative:
Based on the escalation analysis, it was observed that there was some degree of sensor inaccuracy in the early days of sensor wear, right after insertion (one reason for the early stability may be due to lack of proper hydration of the sensor before insertion). Since there was a possibility that the system may not recover by day 21, the system may have retired the sensor on early. Based on the sensor diagnostics at the time, the RMA was authorized but it was not received, therefore, no further investigation could be performed at this time. D4. Updated additional device information. H3. Device evaluated by manufacturer? No, not returned to the manufacturer. H4. Device manufacturer date updated to 12 march 2020. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced inaccuaracies in sensor readings which leads to early sensor removal.